Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.

Event description:
It is reported that end-user hurt her leg when she banged into a chair so she used duoderm on (B)(6) 2014, and developed an allergic reaction "contact dermatis" to the leg on (B)(6) 2014 presenting as edema, itchy, and erythema associated with the duoderm dressing. Additional information received on (B)(6) 2014 reports that end-user visited a clinic on (B)(6) 2014 related to pruritus and erythema with edema on the left thigh after having applied band-aids and was treated with product removal, medicine, shots, ointment and further requires continuous treatment to improve the condition.